Event description:
Caller reported an alarm 2 with multiple previous occlusion events, all of which were resolved using the same method. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.